Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, a saber percutaneous transluminal angioplasty (pta) balloon ruptured at 12 atmospheres after it was delivered to the target lesion in the shunt vessel. It was changed to another new balloon and the procedure finished successfully. There was no reported patient injury. The lesion was not tortuous. The rate of stenosis was unknown. The product was clinically used. And it will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. It is also unknown if the balloon inflated normally before the rupture or if it kinked while being used. It is also unknown if the balloon catheter was easily removed from the vessel and from the other devices. It is also unknown what brand and size balloon catheter was used to replace the saber balloon catheter.

Manufacturer narrative:
During an unspecified interventional procedure, a saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured at 12 atmospheres after it was delivered to the target lesion in the shunt vessel. It was changed to another new balloon and the procedure finished successfully. There was no reported patient injury. The lesion was not tortuous. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. It is also unknown if the balloon inflated normally before the rupture or if it kinked while being used. It is also unknown if the balloon catheter was easily removed from the vessel and from the other devices. It is also unknown what brand and size balloon catheter was used to replace the saber balloon catheter. The product was returned for analysis. One non-sterile unit of saber 5mm x 4cm 90cm bc was returned. Per visual analysis kinks were found at 23.0cm, at 33.6cm and at 43.8cm from the distal end and also it was noticed that the balloon had been previously inflated and deflated. No other issues were found. A leak test was performed and a balloon burst was found on the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17274806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Procedural factors may have contributed the event as evidenced by kinks on the catheter indicating force may have been applied to the balloon catheter. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent to use a snare or other medical interventional techniques to retrieve the pieces. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Analysis of the device is pending and will be submitted within 30 days upon receipt.